Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: not applicable, lens remains implanted in the patient eye. (B)(6). Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no a similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded device lens model pcb00 what was described as a mist, white dust was observed on the posterior lens surface that was difficult to remove. Surgeon used both irrigation aspiration (I/a) tip and needle to try to remove the mist. After all, surgeon was satisfied with the result and no secondary procedures or explantation was needed. Patient will be checked after a month. All the information available submitted.